Event description:
Caller reported a cartridge alarm on july 22, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller reloaded the same cartridge, and technical support staff advised that the issue would be recorded and encouraged the customer to call back if needed. No further action was required.